Event description:
It was mentioned in passing to the company's service engineer that a radiation overdose had occurred. It was reported that the patient's prescription was written to include treatment using a wedge technique. However, the actual administration inadvertantly did not include the wedge. It appears that the person setting up the machine did not enter the prescription as a wedge technique, thereby causing the patient to receive approximately 2.7 times the amount of radiation intended.